Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had massive entry of blood into the system. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was blood in the internal circuit. The fse replaced the crm, safety disk, blood purge line, and k3/k5 valves due to blood contamination. The unit passed all functional and safety tests and was handed back for clinical use.

Event description:
N/a